Manufacturer narrative:
Continued initial reporter: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: left capsular contracture baker grade IV and seroma.

Event description:
Physician reported patient capsular contracture baker grade IV and seroma on the left side. The device was explanted and replaced.